Event description:
It was reported that a 62-year-old hispanic female patient underwent a primary breast augmentation with two unspecified saline breast prostheses and experienced a rupture on the left side post-operatively. In addition, it was also reported that the patient had a generalized illness symptom that included shivers like the flu, cough, fever, feeling weak, and sharp pain with pressure. As a result, the patient underwent explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 19, 2024, the mentor failure analysis lab has received the device for evaluation. The impacted device was determined to be an unknown smooth saline breast prosthesis. On (B)(6) 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the saline implant smooth 325cc breast implant was found to have an area of missing material extending from the anterior view to the posterior view, measuring approximately 2.5 cm x 3.0 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the rupture found, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 09, 2024, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 400cc mentor memorygel breast implant (catalog number 3504001bc) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).